Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
On or about on (B)(6) 2017, plaintiff underwent placement of an angiodynamics vortex port catheter, with lot number: 5114496. The vortex device was implanted by dr. (B)(6), m.d., at (B)(6), for the purpose of treating plaintiff's plasmapheresis. On or about on (B)(6) 2017, plaintiff presented to (B)(6), where she underwent an ultrasound and was diagnosed with occluded thrombosis. On or about on (B)(6) 2017, plaintiff underwent removal of the defective device. The procedure was performed by dr. (B)(6), m.d., at (B)(6).